Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the issue was caused by the system not being powered down correctly which disrupted the sequencing of how the system powered on. The issue was resolved by the manufacturer representative turning off the system correctly and the sequencing issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that the system was having difficulty powering on and off the day of the call. A nurse on site went to turn the system on after being left charging since (B)(6) 2019 and while the system powered on, but the monitor remained black. The rep held the power button to shut the system down fully and then it booted up normally. The system performed normally for the case and then when the rep went to shut the system down after the case it power down to "no input detected" and the blue power light was still on. The system had been on for over an hour prior to shutting down. The self-test too showed "connection to ups lost" and it was confirmed that the system had been power on for a least 6 minutes when tested. Initially, the rep planned to replace the ups, but then the system was able to be rebooted and the behavior no longer occurred. No patient was involved with this issue.